Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Investigation of the case logs showed numerous high deflection warnings during screw placement indicating skiving. Excessive force and skiving can lead to the misplacement of screws. Ultimately, the misplaced implants were revised intra-operatively and there was no reported adverse effect to the patient. The severity is observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Sent in robot case logs from dr. (B)(6) case on 5/3. At left l4 we removed an old screw. The void can be seen on the CT. A new trajectory was planned around the old screw trajectory. When we placed the new l4 screw on the left the robot followed our plan. Everything per the robot validated our screws path. When we took final xray we saw we fell into old pathway.